Manufacturer narrative:
A3a - sex: added male.

Manufacturer narrative:
Date of event is estimated the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient underwent an unrelated surgery and the ipg was not placed in surgery mode. The ipg was unable to communicate. In turn, surgical intervention was undertaken wherein the ipg was explanted on (B)(6) 2024. The new ipg was implanted on (B)(6) 2024. Effective therapy was restored.